Manufacturer narrative:
Reported event of inappropriate/inadequate shock/stimulation and failure to convert rhythm were not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal.

Event description:
New information received noted that the inappropriate hv therapy caused the patient's rhythm to accelerate. Additionally, one or more ICD shocks were unsuccessful and failed to convert the rhythm. The physician explanted the ICD. The patient condition was stable.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate high voltage (hv) therapy. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.